Manufacturer narrative:
Device manufacturing date is unavailable at the time of filing. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that when setting up for a case, the system would not boot and it would get stuck showing code stating bad header/extend after showing the ubuntu grub menu. The medtronic representative (mr) restarted the system 4 times with the same result. The mr fixed and ignored all errors. The mr pressed ctrl-alt-del after ignoring error and entered *ubuntu option. The mr logged into admin and the time was incorrect. The mr reset the time and rebooted the system. The system booted normally and was able to enter the software for the case. There was no patient present when this issue was identified.